Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a peripheral embolization procedure, the coil became stretched. The target vessel was located in the renal artery. During deployment of the 5mmx15cm interlock coil it was noted the coil was "not coiling well" and the coil was stretched. The procedure was completed with another 5mmx15cm interlock coil. There were no patient complications reported and the patient status is good. However; device analysis revealed the pusher wire was fractured.

Manufacturer narrative:
(B)(4) - the coil and pusher wire were returned inside the introducer sheath. The arms of the pusher wire and coil were interlocked in the introducer sheath. The twist lock had been opened. The coil and pusher wire were removed from the introducer sheath. Restriction was felt advancing the pusher wire through the introducer tip. The coil was inspected and no anomaly was noted. The pusher wire was inspected. The core wire was broken between the distal and mid solder joints and a section of core wire had been pulled out of the ss coil. This indicates severe pressure was being applied to the pusher wire which led to the core wire breaking. The introducer sheath was inspected and no anomaly was noted. The zap tip shape and surface was smooth. The interlocking arm of the main coil was inspected and no damage noted. The interlocking arm of the pusherwire ss coil was inspected and no damage was noted. All dimensional measurement were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical and/or procedural factors encountered during the procedure. (B)(4).